Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. And the customer also reported an open book image, and the location of the damage was at the battery tube threads. The customer reported a blood glucose value of 210 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-1780kpk, unk_disposables, and unomedical. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was performed for the open book image, explaining that the pump performs safety checks, and an error was found. Troubleshooting was not performed for the high blood glucose. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1780kpk was requested, and the customer's response was that the device would be returned. No product return is required for unk_disposables. No product return is required for unomedical.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - replaced medical device problem code 2423 with 3010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image, and the location of the damage was at the battery tube threads. The customer reported a blood glucose value of 210 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-1780kpk, unk_disposables, and unomedical. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was performed for the open book image, explained that the pump performs safety checks, and an error was found. Troubleshooting was not performed for the high blood glucose. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1780kpk was requested, and the customer's response was that the device would be returned. No product return is required for unk_disposables. No product return is required for unomedical.